Event description:
It was reported that this right atrial (ra) lead dislodged from its original position one day post implant. This lead currently remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead dislodged from its original position one day post implant. This lead currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the leads had dislodged in recovery. The leads were repositioned the same day with no adverse effects to the patient.